Event description:
The customer stated that he performed control tests and received a result of 37 mg/dl. While troubleshooting, he performed more control tests and received a result of 188 mg/dl. The normal control range was 97-133 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.